Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a conflicting results with the binaxnow covid-19 ag self test. Customer tested negative with first card and positive on the second card. Confirmation testing was not reported. The customer stated he was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information d2: lot number received and UDI obtained.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149993 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 149993, test base part number 195-430h / lot 145024a. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149993 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.